Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Related MFR numbers: 1221359-2022-01028, 1221359-2022-01037.

Event description:
Customer reported three false positive results with the ID now covid-19 assay performed on various days. This report is two (2) of three (3) and addresses an occurrence on an unknown date between (B)(6) 2022 and (B)(6) 2022. Customer stated that the patient initially had normal rtpcr testing which produced negative results. Within a few hours of the negative rtpcr testing, the patient tested again with the ID now covid-19 assay which generated a positive result. No further information regarding symptoms, health impact or outcome.

Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.